Manufacturer narrative:
E1: patient city - (B)(6). Patient country - united states.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced infusion set tubing detachment event on (B)(6) 2025. The detachment was from the site. The infusion set was in use for two days. No further information available.